Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure. According to the complainant, post-implantation, the patient experienced chronic pain, painful sex, erosion, bleeding infections, constant foul odor coming from the vaginal area, mesh extrusion and recurrence of pelvic organ prolapse (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.